Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), back pain ("back pain"), urticaria ("hives"), headache ("headache") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (partial hysterectomy to remove essure device). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the abdominal pain, dyspareunia, back pain, urticaria, headache and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, headache, urinary tract infection and urticaria to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device dislocation ("malposition of essure device location of device: migration of coil") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and uterine prolapse in 2007. Concurrent conditions included overweight, parity 3 and lipoma since (B)(6) 2018. Concomitant products included nuvaring in 2004 for contraception. In 2004, the patient experienced urinary tract infection ("urinary tract infections"). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 4 months 27 days after insertion of essure (ess205), the patient experienced device dislocation (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In 2005, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and weight increased ("weight gain / loss specify which one: weight gain"). In 2007, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), back pain ("back pain"), urticaria ("hives") and headache ("headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (partial hysterectomy to remove essure device). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the abdominal pain, device dislocation, pregnancy with contraceptive device, pelvic pain, dyspareunia, back pain, urticaria, headache, urinary tract infection, bladder disorder, urinary tract disorder and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dyspareunia, headache, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, urticaria and weight increased to be related to essure (ess205). The reporter commented: discrepancies noted. As per summons, she underwent a partial hysterectomy to remove the essure device on or around (B)(6) 2007. As per pfs, essure device not removed and currently planning for removal. Anticipated or scheduled date: 2018; reason(s) for removal: remove migrated coil. Pregnancy (no complications) reported on (B)(6) 2005 and pregnancy (termination) reported on (B)(6) 2005. Since both month and year are reported same. Hence discrepancy noted for pregnancy (termination). Also pregnancy details information given as total number of pregnancies - 3 total number of live births: 3 outcome of pregnancy - live birth without complications. All three positive, healthy pregnancy, baby girl. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: unilateral occlusion (left tube occluded); in (B)(6) 2004: unilateral occlusion (left tube occluded) most recent follow-up information incorporated above includes: on 1-jun-2018: pfs received: reporter information, patient details, pregnancy information, other relevant history, product information, concomitant drug, bladder or urinary problems or changes, malposition of essure device location of device: migration of coil, weight gain, pregnancy (no complications), device ineffective, pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device dislocation ('malposition of essure device location of device: migration of coil/migration of essure device location of device:') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine prolapse in 2007 and multigravida. Concurrent conditions included lipoma since (B)(6) 2018, overweight, parity 4 and cervicitis. Concomitant products included ethinylestradiol;levonorgestrel (nuvaring) in 2004 for contraception. In 2004, the patient experienced pelvic pain ("pain") and urinary tract infection ("infections(bladder/urinary tract/vaginal)-type urinary tract infections"). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 months 27 days after insertion of essure (ess205). In 2005, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2007, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), urticaria ("hives") and headache ("headache"). The patient was treated with phenazopyridine hydrochloride (pyridium) and surgery (total vaginal hysterectomy with cystoscopy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the abdominal pain, device dislocation, pregnancy with contraceptive device, pelvic pain, dyspareunia, back pain, urticaria, headache, urinary tract infection, bladder disorder, urinary tract disorder and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dyspareunia, headache, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, urticaria and weight increased to be related to essure (ess205). The reporter commented: discrepancies noted. As per summons, she underwent a partial hysterectomy to remove the essure device on or around (B)(6) 2007. As per pfs, essure device not removed and currently planning for removal. Anticipated or scheduled date: 2018; reason(s) for removal: remove migrated coil. Pregnancy (no complications) reported on (B)(6) 2005 and pregnancy (termination) reported on jan 2005. Since both month and year are reported same. Hence discrepancy noted for pregnancy (termination). Also pregnancy details information given as - total number of pregnancies - 3 total number of live births: 3 outcome of pregnancy - live birth without complications. All three positive, healthy pregnancy, baby girl. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - in september 2004: results: unilateral occlusion (left tube occluded); in december 2004: results: unilateral occlusion (left tube occluded); on (B)(6) 2005: 1. Single right-sided essure implant is seen in place. The right fallopian tube is appropriately occluded and does not fill with contrast. 2. There was prompt filling and visualization of the left fallopian tube which is patent.. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter, medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.